Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl, 475 mg/dl, 348 mg/dl at the time of incident and the current blood glucose of the patient is 277 mg/dl. Customer stated that the insulin flow block was happening every day but doesn't have the dates or times of the insulin flow block. Customer states the insulin exited. Customer states the cannula is not bent. Customer treated with manual injection. Customer declined to troubleshoot for high blood glucose. The product will not be returned for analysis.